Event description:
The customer reported that the jaws would not open while they were not on tissue. There was no pt injury. The device was returned for evaluation and visual inspection noted that the webbing is protruding from the hinge.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.